Event description:
Initial rubella igg sample results of 45 ui/ml. Same sample run on different analyzers, 2 different methods, recovered 4ui/ml and 5.9 ui/ml respectively. Root cause analysis is ongoing. If additional information is received, appropriate notification will be provided.